Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has not yet been received by baxter for eval. If and when the device is received, a supplemental reported will be provided following the investigation of the device.

Event description:
It was reported that a device is alarming system error 322. It is unk whether there was any pt injury or involvement.